Event description:
It was reported that a patient presented to clinic for follow up. It was noted that their implantable cardioverter defibrillator (ICD) was unable to be interrogated. The physician elected to explant and replace the ICD. The patient condition was stable after the procedure.

Manufacturer narrative:
As received, the device was unable to be interrogated with a programmer. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.